Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty bypass procedure, at the fourth firing on the stomach, the devices made a strange noise and crashed, not performing the last shot. A new device was used to complete the case. There was no injury.